Event description:
Evaluation revealed an out of calibration force sensor. This report is made based on the results of evaluation.

Manufacturer narrative:
(B)(4). The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration and corrosion was observed on the force sensor assembly.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.